Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. No further details were provided.

Event description:
Literature was reviewed regarding the association of self-expanding valves with increased capture of larger debris by cerebral protection system in transcatheter aortic valve replacement. The study population included 77 patients.  Those who received a medtronic valve were predominantly female with a mean age of 80.3 years old.  Multiple manufacturer¿s devices were implanted in the study population; 39 patients were implanted with a medtronic evolut r, evolut pro or evolut fx bioprosthetic valve.  Among all patients, clinical observations included: embolized debris, thrombus, high transvalvular gradients, and moderate to severe aortic regurgitation.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Citation: amy jing ling et al. Association of self-expanding valves with increased capture of larger debris by cerebral protection system in transcatheter aortic valve replacement for severe aortic stenosis. Acta cardiologica sinica nov;40(6):751-761 2024. 10.6515 /acs.202411_40(6).20240730a. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.